Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after reporting that the implant site was not healing well. It was revealed that the implant incision was red and the patient's device was visible through the incision. The cause was due to the physician not making a robust enough incision during the implant procedure, leading to the incision wound re-opening. The device was explanted and replaced. The patient was stable.